Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarms for no apparent reason. There is air in the line. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced ail sensor assy was broken housing cause ail sensor error, iui connector assy was corrosion. Lvp bezel post recall completed. Replaced u4 led on display board assy for segment dim. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged moog ail kit. Device history review: a review of the device history record for sn (B)(6) was performed from date of manufacture 05/09/2013 to the present date 01/08/2021 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device alarms for no apparent reason. There is air in the line. No additional information was provided. There was no patient involvement.